Event description:
It was reported that the patient presented into clinic with an alert for high, out of range, high voltage lead impedance. No patient symptoms were reported. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.